Event description:
81 year old female undergoing femerol peroneal bypass with epidural anesthesia. On removal of catheter tip remained at insertion site per anesthesiologist. Radiology films cannot visualize catheter tip due to opaqueness. Physician retained catheter and is unable to locate it.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.